Manufacturer narrative:
Product ID 3889-28, lot# v561293, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v561293, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s previous implant was under the skin. The health care provider (hcp) was going to put the new implant deeper. It was further reported that the component involved in the event was the extension. The wire from the lead plastic sleeve was disrupted at the tip and the plastic sleeve slid off the tip of the lead wire. The troubleshooting done to provide insight to the issue and the actions taken to resolve the event was that the ins was replaced, the sleeve was restored, and it was sutured twice to keep in place. The cause of the event was not determined and it was device related. The patient recovered without permanent impairment and was not recovered with symptoms or an issue ongoing. The patient was going back and forth and last it was not resolved.